Event description:
Reported that patients received blisters and bruises during laser hair removal procedure after the laser was serviced.

Manufacturer narrative:
Service representative found the calport energy calibration was 100% higher than expected. Follow-up report to be submitted.